Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. X-rays were provided and reviewed and the loosening was confirmed. As the device has been implanted for 24 years it is likely that the loosening of the component is related to normal wear and tear of the device, however, this cannot be confirmed with the current available information. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to mets distal femur implant (k120992).

Manufacturer narrative:
The patient underwent successful revision of the distal femur. A definitive root cause of the aseptic loosening has not been identified, however aseptic loosening can be a well-known mode of failure for orthopaedic implants, which may occur as an early or a late complication. It was noted in the x-ray review that the subject device had been implanted for more than 20 years. There is no indication that the observed loosening was device related as no device or manufacturing related issues have been identified. There were no reported complications resulting from the revision surgery. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. Corrected data: brand name corrected from "custom distal femur implant" to "custom distal femoral replacement implant". Common device name/product code corrected from "distal femur implant" to "limb salvage system/kro".

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1988 and subsequently was underwent a revision procedure on (B)(6) 2012 due to loosening. This is a supplemental report to 3004105610-2014-00088 ((B)(4))

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1988 and subsequently was underwent a revision procedure on (B)(6)2012 due to loosening.